Event description:
A report was received that following a lead revision, the pt was experiencing pain across the low middle back. The pt had some skin irritation around the incision site and a superficial infection that was treated with antibiotic. Although the infection was improving, the pt continued to experience pain across his back and had ooze coming out of the incision site. The physician has recommended detaching the leads from the extensions and testing them with an operating room cable. A surgery date has not been scheduled at this time.